Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain. **update: (B)(4) 2013 - litigation papers received. Litigation alleges difficulty ambulating. There is no additional information that would affect the outcome of this investigation. **update** (B)(4) 2013 - pfs and medical records received. Revision operative notes indicate that the patient was revised due to pain/discomfort and elevated levels of cobalt chromium. Upon revision, fluid was also noted. There is no new additional information that would affect the existing MDR decision. Records are attached for further review.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history record for the femoral head revealed no related manufacturing deviations or anomalies. A complaint database search for the acetabular liner finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history record for the femoral head revealed no related manufacturing deviations or anomalies. A complaint database search for the acetabular liner finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative:  UDI: ((B)(4).

Event description:
Ppf alleges metal wear and metallosis.